Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and e.r. Visited. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported her blood glucose, carbohydrate intake and insulin history is as follows. She went to the emergency room. She did not provide any further information regarding the ER visited or her treatment. She tested her bg while on the phone and her results were.